Event description:
It was reported that the subject was enrolled in the study on (B)(6) 2008 and was treated after predilatation with placement of a 3.5 x 16 mm non-abbott study stent in the 85% stenosed, proximal left anterior descending (lad) vessel. In addition, a non-target lesion of the proximal right coronary artery (rca) was treated after predilatation with balloon angioplasty and placement of a 2.5 x 8 mm promus stent. On (B)(6) 2008, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2012, 1393 days post index procedure, the subject was admitted to the emergency department with cardiopulmonary arrest. Per reports obtained from the family, the subject fell in the bathroom and was found unresponsive. Cardiopulmonary resuscitation (CPR) was performed, however, the subject remained unresponsive and was placed on a ventilator. Echocardiogram (ECG/EKG), cardiac enzymes, and troponin were performed, however, the subject was diagnosed with myocardial infarction. The subject began to have 'decerebrate posturing' and seizures and was pronounced death later that night. No autopsy was performed and the cause of death was not 'undetermined'. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report submitted, additional information was received stating that per the investigator the exact cause of death is cardiopulmonary arrest; no autopsy was performed. Additionally, the relationship to the index procedure was noted as unrelated. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.